Manufacturer narrative:
Device evaluation: the complaint issue was described as blurry/pixelated image. The customer's complaint was not verified. Karl storz goleta process engineering was unable to duplicate the customer's pixelated image complaint. Karl storz goleta service incoming was unable to duplicate the customer's complaint. Ks goleta pe tested the camera over multiple days without issue. A visual inspection was unable to detect any issues. With an image displayed, the camera was exposed to significant mechanical shock, and the cable was heavily manipulated, yet no impact to the image was observed. The camera was connected/disconnected extensively, but it never functioned in any manner other than as designed. The cause of the issue was determined as unable to duplicate the customer's reported complaint. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported: "blurry/ pixelated image". No negative impact in state of health reported.